Event description:
On (B)(6) 2014, I noticed my left hip hurting and making a clicking noise when I walked. I went to urgent care to get checked and they took an xray of my hips. Initially, the physician's assistant (pa) sent me home saying I may have hurt my muscle but the next day, the medical office called saying to get off my feet. The ortho surgeon looked at the xray and noticed a fracture and problem with the hip replacement parts. The pa set up an appointment with dr (B)(6) in (B)(6) on the (B)(6) to discuss revision surgery on the left hip. The surgery was completed on (B)(6) 2014. During the surgery, dr (B)(6) noted "interestingly, upon entering the joint, there was immediately a burst of black fluid under pressure. As we continued the dissection of the posterior pseudocapsule flap, we could see that there was extreme marked metallosis throughout the capsule with literally almost what looked like tar in the sense of marked areas of soft tissue involvement of metallosis. The trunnion itself was really whittled down to a sharp spike. It was very unusual. I had never seen anything quite like this." I am currently recuperating, including physical therapy and doing follow-up appointments with dr (B)(6).